Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.

Event description:
On may 20, 2024, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch verio reflect meter was displaying the ¿error 2¿ message. The complaint was classified based on the customer care agent (cca) documentation. The patient was unable to recall when the alleged issue began. The patient manages their diabetes with a combination of oral medication (metformin 1000 mg twice daily) and a non-insulin injection (ozempic 0.25 mg). The patient denied taking any action in regards to their usual diabetes management routine due to the error message appearing. At an unspecified date/time after the alleged issue began, the patient reported developing a ¿headache¿ and went to the hospital where they were treated with insulin. The patient was unable to recall the amount of insulin received. The patient reported that their blood glucose was measured on the hospital meter but was unable to recall the results obtained. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked through resolving the issue however the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.